Manufacturer narrative:
The investigation of optical signal issue has been completed. The root cause of the optical signal issue cannot be determined as the product was not returned.

Event description:
The complainant reported that an implanted impella cp pump experienced complications with their optical sensor during patient support. The pump was replaced to troubleshoot the issue and support was continued. There was no resulting patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.